Manufacturer narrative:
The device history record was reviewed. The product met specifications on the date of manufacture. The root cause of the input panel power socket overheating event could not be definitively determined. The most probable root cause is component issue, environment, unknown / inconclusive, user error. Product evaluation confirmed localized burning at the power socket on the input panel assembly; however, no specific component failure, manufacturing defect, or external condition could be identified. As a result, the root cause remains undetermined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
The user facility in france reported that the system shut down during phacoemulsification and while the eye was opened. The procedure was delayed by two hours and 30 minutes as a backup machine from another hospital was brought in. Additional local anesthesia was required. It was reported the patient's outcome is normal evolution to date.

Manufacturer narrative:
A service engineer evaluated the system on site. It appears that the power socket on the assembly input panel caught fire, the cause is unknown. The input panel was replaced, and a full verification of the system was performed. All values were in range. The investigation is ongoing.